Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough analysis was performed. The complete lead was returned with the stylet inserted and the helix retracted. X-rays were performed which revealed no evidence of fracture. The lead passed all electrical tests performed. Analysis was not able to confirm the allegation from the field.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged at a routine follow-up appointment post implant. The dislodgement was confirmed via fluoroscopy. The physician attempted to reposition the lead but was unable to re-extend the helix. The right atrial (ra) lead was explanted and replaced with a different lead. No additional adverse patient effects were reported.